Manufacturer narrative:
Patient weight is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary balloon dilatation catheter was used during endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) preformed on a (B)(6) old male patient on (B)(6), 2011 (patient weight is unknown). According to the complainant, during the procedure, the balloon was inserted into the common bile duct (cbd) and inflated with a cook inflation device. Upon inflation it appeared that the technician had not primed the cook inflation device successfully because as he begun inflating the device, it appeared that air was being pushed into the balloon prior to the water/contrast solution, "it took a second or two before we saw the contrast solution" under fluoroscopy. During inflation the balloon seemed to lose pressure, while contrast and water appeared to be leaking out of the balloon into the cbd. The balloon was removed, and visually inspected it appeared to have burst inside the patient. No pieces detached inside the patient. There were no sharp objects near the area of dilatation, however it was reported that the structure was very tight. It was reported that there were no issues with the inflation device and the same inflation device was used with a second hurricane rx balloon to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.